Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states this case reported the two multifix anchor broken pieces were successfully removed from inside of the patient with tweezers. No clinical information was provided for inclusion in this medical investigation; therefore, the root cause of the reported breakage could not be determined. Based on the information provided, the procedure was completed without a delay using a back-up device in the same bone hole. Since there were no patient complications reported, no further clinical/medical assessment is warranted at this time. A review of the drawing found the tensile strength, and material specifications are verified for compliance. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: 1) excessive force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: corrected data b2.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an shoulder procedure, two multifix anchor broke inside the patient. Pieces were successfully removed with tweezers. The procedure was completed without a delay using a back-up device. No patient complications were reported.